Event description:
It was reported that the patient presented after receiving 53 appropriate shocks for vt/vf. The patient had not been taking their anti arrhythmic medications. The device was unable to convert the rhythm. The patient was externally shocked twice and was given anti-arrhythmic medications to stabilize rhythm. Charge time limit was reached due to frequent charging. All atp was turned off. The patient was stable.

Manufacturer narrative:
(B)(4).